Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was serviced on-site by a field service technician. A visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The damaged latch roller, damaged door magnet, and door not calibrated was identified during the visual inspection. The cause of the condition was undetermined. To correct the condition, the latch roller and the door magnet were replaced. An addition of a safety clamp shim to calibrate the door was used as well. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to be out of calibration in the door with a damaged latch roller and damaged door magnet. No additional information is available.